Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: initial reporter first/given name: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular (iol) tore when it was loaded. It was confirmed that there was no patient contact with the product. Another replacement lens of the same model and diopter was successfully implanted. No surgical or medical interventions were conducted, and no patient injury was reported. The patient¿s outcome is unknown. The product will not be returned as it was discarded by the customer. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that an extra code " 4114 - device not returned" was inadvertently entered in the section h6 of the initial MDR report which should not have as the correct code of "4115" had already been entered in that field; therefore, the information has been corrected in this supplemental MDR report. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.